Event description:
During completion angiogram after placing a zenith endograft, an extravasation of contrast in the right common iliac artery was noted. During the molding process of the iliac leg graft, the balloon appeared to "snap open"; believed to have occurred resulting from the balloon fracturing some calcified plaque in the vessel. The area was re-ballooned within the iliac leg graft for a period of three minutes in an effort to tamponade the puncture. The repeat angiogram performed noted that the extravasation had almost completely ceased, and was thought to resolve after heparin reversal. A close viewing of the main body graft placement observed that the prosthesis was deployed slightly above the right renal artery orifice. There did not appear to be any diminished perfusion through the vessel, but the decision was made to treat the situation in advance of any possible future flow-related issues that might affect the right kidney. The renal artery was selected with a wire guide and the artery was stented. Final angiogram showed patent renal arteries and slight viewing of contrast at the puncture. Please refer to 1820334-2004-00301 for additional info.